Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized for hyperglycemia and diabetic ketoacidosis due to the self-adhesive of the infusion set not sticking well enough. The patient noticed the self-adhesive had come loose and the cannula folded under the adhesive. This led to the cannula not being inserted into the patient's body. The patient had symptoms of vomiting, unresponsiveness, and dehydration. The blood glucose result was "hi" on the patient's meter. The patient's partner took him to the accident and emergency on (B)(6) 2016 at approximately 2:00 a.m. The blood glucose results at the hospital were not provided. The patient was treated with antibiotics, liquids via IV, and placed on a sliding scale. The patient was released from the hospital on (B)(6) 2016 at 4:30 p.m. Return of the suspect device was requested for evaluation.